Event description:
It was reported by service report that the "lift here' labels on the base tubes were unreadable. It is unknown if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Results - "lift here" labels.